Event description:
Suction catheter, within protective sheath, of ballard tracheostomy in-line catheter, separated from the device and remained in the airway, a tracheostomy, of the pt being suctioned. Respiratory therapist was able to remove the suction catheter, which was protruding from the tracheostomy approx an inch, with gloved hand, and without incident. In-line suction catheter in use as per manufacturer instructions. No structural issues noted, by the respiratory therapist, prior to use and catheter separation. Entire catheter removed intact. No adverse outcomes to pt.